Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the plug of a 6f exoseal vascular closure device (vcd) was partially deployed, with half of the plug exposed externally and the other half remaining inside the delivery rod after withdrawal. The plug was removed, and a compression device was used to achieve hemostasis. There was no reported patient injury. The device was used following a lower-limb arteriosclerosis obliterans (aso) procedure. Hemostasis was achieved using a compression device, and the procedure was performed using a retrograde approach in an interventional procedure. The vascular sheath introducer was retracted until the hub engaged with the indicator wire cowling and locked against the handle assembly, with an audible click heard. Pulsatile flow was observed from the bleed-back indicator. The deployment button was fully depressed. The device and sheath were removed as a single unit, and the plug did not fall out of the shaft. The indicator wire was not visible upon removal. A non-cordis catheter sheath introducer was used. Femoral artery suitability was verified on angiography, the vessel diameter was greater than or equal to 5 mm, and there was no calcium, plaque, tortuosity, stent, or stenosis greater than 50% at or near the puncture site. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use. The physician was trained to the device, and the device was stored and prepared according to the instructions for use. The device will be returned for evaluation.